Manufacturer narrative:
Other, other text: one ventilator was returned for evaluation. Visual inspection of the device found it to be in good physical condition. During investigation, no problem was found; manometer functioned as intended. Fault however was found with the CPAP during final testing, unable to calibrate. Problem source has been determined to be unknown.

Event description:
Information was received that during patient transport, device manometer is not working. No patient injury resulted.